Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that some of the buttons of the insulin pump were not working. Also the display went blank after exposure to water. Customer stated that the insulin pump was vibrating without an alarm or alert and a constant tone was occurring. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify un response button due to blank display. Moisture damage keypad traces during visual inspection.